Event description:
It was reported that an alarm 2 was triggered, signaling an occlusion issue with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to disconnect from the site and complete a series of steps, including loading a new cartridge onto the pump, which were successful. A replacement pump was sent as a solution, and the customer reverted to an alternate method of insulin therapy.